Event description:
During surgery, while using 6" needledrivers x2, it was noticed that a 2mm piece of each needledriver missing. Search of sterile & unsterile fields. Not found. Mini c-arm imaging of surgical site, left foot was completed twice and read by surgeon as negative for each of the missing pieces. The needledrivers were obtained by clinician. No harm to patient. Ref report: mw5148233.